Event description:
It was reported that during an atrial fibrillation procedure, a farawave nav catheter was selected. During the procedure, the physician deployed the catheter in the flower configuration with the wire out. It was noted damage to one of the splines. A new catheter was requested, and the procedure was completed successfully. No patient complications were reported.